Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tip did not fit the tube and without anyone touching it, there was desaturation because of disconnection from the respiratory machine that caused hypoxia. The tip was changed from 7.5 to 7. The patient was re-intubated.